Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a no delivery alarm during bolus. The blood glucose at the time of the incident was 132 mg/dl. It was stated that the site was probably occluded because the customer was bleeding at the site. She was advised to apply pressure to the site. She stated that the no delivery alarm occurred during bolus. She explained that a 2.7 unit bolus was programmed and it was incorrectly showing that the insulin pump delivered all 2.7 units. Troubleshooting was not performed. The device will not be returned for analysis.